Event description:
It was observed that during the device evaluation, the lens of the cystonephrofiberscope was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the root cause for the dirt which was discovered on the lens of the device could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.